Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stenosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2014, the 3.0 x 15 mm xience xpedition stent was implanted in the mid right coronary artery. On (B)(6) 2014, the patient was admitted to the hospital with chest pain. On (B)(6) 2014, repeat angiography was performed with revealed that the stent was re-stenosed. The restenosis was treated with an additional xience xpedition stent, and the patient had a good outcome. No additional information was provided.